Event description:
The customer reported to olympus, during preparation for use, the image of the autoclavable camera head occasionally disappeared due to a damaged cable. Subsequently, the intended procedure was completed using a similar device. Upon inspection of the customer¿s returned device, faulty cable was observed causing image disruption. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was noted, the reported occasional image disruption was due to a faulty cable. It was recommended, the cable unit should be changed for the right function of the camera head. It was also observed, the defect noted was caused by normal wear and tear. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the intermittent loss of image was due to a damaged cable. The root cause of the damaged cable was unable to be identified. Olympus will continue to monitor field performance for this device.